Manufacturer narrative:
(B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown tibial component, femoral component.

Event description:
It was reported that a patient may undergo a revision procedure due to pain and suspected articular surface fracture. However, no revision has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. The root cause can be determined as user error due to components incompatibility. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Medical records indicate that the second revision was performed due to fracture of polyethylene post. Obvious articular surface fracture found during the surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical devices- nexgen all poly patella standard size 35mm, item # 00597206535, lot # 60113857, nexgen cemented 3 degree fluted stemmed tibial component size 6, item # 00599804802, lot # 60092777, nexgen cemented femoral component size e, item # 00599601502, lot # 60067471.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Date of event was between the time frame of (B)(6). Product was explanted between the time frame of (B)(6).

Event description:
It was reported that patient underwent a revision procedure approximately five years post implantation.